Event description:
Initiator (nurse) reported that the pt's meter/hcp meter comparison test readings were 178 mg/dl (ss) versus 78 mg/dl (hcp), respectively (128% difference). Hcp meter was a surestep meter. Initiator stated pt was feeling sweaty, weak and "hollow". Control solution test reading was in range. The meter was replaced. There was no allegation of harm.